Manufacturer narrative:
Concomitant medical products: w1tr01 crt-p implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "they had some problems when installing the device" and mentioned that when they did get the device implanted, "they damaged the cable and it is shorting out and causing heart spasms". The patient did not know which lead had been damaged. The lead remains in use. No patient complications have been reported as a result of this event.